Event description:
The customer reported that the electrode was removed from the skin leaving behind a small 2x2cm skin abrasion which was oozing. Per additional information received, the baby had pus like fluid draining from the affected site. Initial care of a saline clean and a comfeel covering was given. The pediatrician prescribed bactroban ointment in the hospital and the baby went home fully healed. There was no medical procedure for the skin lesion. The duration of use of the electrode was for about 2 days.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.